Manufacturer narrative:
(B)(4). Similar to device under 510(k) (B)(4). (B)(4). Summary of investigational findings: complete product without the peel-away sheath was returned and an investigation revealed a severe kink as well as a soft kink in the same distance from the distal end of filter introducer, inner catheter, and of introducer sheath. Kink in the same area indicates that it may have occurred while the components were assembled as one unit. No visible contamination on either inside or outside of the product and this combined with the fact that the components kinked in the same area indicate, that the kink happened prior use. It cannot be determined exactly how or when in time the components kinked, but it is considered a user error. Under normal conditions the sheath is strong enough to accomplish the procedure, but during advancement the sheath may kink if somehow exposed to excessive force because of tortuous anatomy. Cook medical will continue to monitor for similar events.

Event description:
The physician inserted igtcfs-80-jug from the left jugular vein because the patient had a cv catheter in the right jugular vein and thrombus in the leg. During insertion, the sheath kinked due to possible tortuous anatomy. It was replaced with another igtcfs-80-jug and the filter was placed without problem. Patient outcome: the patient did not experience any adverse effects due to this occurrence.